Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that prior to surgery, there was something foreign in the tube. There were no reports of deformations or leaks in the battery. There were no reports of inadequate saline bag placement. There is no information available on the mode of operation. There is no information available regarding the working time and there was no report of any non-compliance with usage instructions. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened but unused in the sterile packaging. Visual examination of the returned product/provided pictures confirmed there was a foreign substance on the spray tip around where the tip connects to the handpiece. The packaging does not meet the acceptance criteria per 8.400 zpc packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.